Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. There are 2 medical device reports associated with this event. This report is for the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a bilateral intraocular lens (iol) implant procedure, the patient developed bilateral capsular phimosis and astigmatism. An anterior capsule yag was performed. The astigmatism and vision improved and the patient is happy with the outcome of this eye. There are two medical device reports for this event. This report is for the left eye.